Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir was leaked. The customer¿s blood glucose level was unknown at the time of incident. The customer state that reservoir leaked all over of his hands. The customer stated that reservoir was leaked during the filling. The reservoir will be returned for the analysis.

Manufacturer narrative:
Evaluated one open/used reservoir. Performed pre-fill reservoir test. Found no leakage anomaly during filling.